Event description:
A hospital in (b()6) reported via a distributor that upon setting up the rt235 infant dual-heated evaqua breathing circuit on the drager ex1 and e4 ventilators, the breathing circuit did not pass the ventilator leak test. Five breathing circuits were affected. The leaks were detected prior to pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). The rt235 breathing circuits are currently en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the devices and following completion of the investigation.